Event description:
It was reported that the tip of the tibial trial fractured while removing the articular surfaces after assessing the patient¿s knee. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-01636. Concomitant medical products: vng unv 5in1 tib trl 79/83x12 item# 32-483862 lot# zb100701.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned trials confirms that the anterior portion has fractured, and all fractured pieces were not returned. The devices also exhibit wear consistent with usage of device. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The product has been in the field for approximately five years and ten months. It is unknown for how many times the device was used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.